Event description:
This is a solicited case report received from an investigator in (B)(6) on 17-jun-2016 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). Investigator reported that essure (model number ess305, lot number 641420) was placed on (B)(6) 2009. On (B)(6) 2010, control was done and opacification was ok. On (B)(6) 2010 essure expulsion occurred. Patient has not recovered and reporter considered the event related to essure and serious due to hospitalization, as medically significant and since medical or surgical intervention was required. In addition, reporter informed that patient was hospitalized from (B)(6) 2010 for partial bilateral salpingectomy due to essure failure (alternative contraception). Follow-up information on 04-jul-2016: (B)(4). Follow-up received on 08-jul-2016: quality safety evaluation of ptc: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-jul-2016 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study (B)(6)). She experienced an essure (fallopian tube occlusion insert) expulsion approximately 10 months after device insertion. This event was considered by the investigator as related to essure and as serious due to hospitalization and since medical/surgical intervention was required. According to him, the patient was submitted to a partial bilateral salpingectomy due to essure failure. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal/proximal fallopian tube or peritoneal cavity). In this particular case, given event's nature causality with the suspect device cannot be excluded. This case was considered an incident, as although the reported salpingectomy was done as an alternative contraceptive measure, according to the investigator medical and surgical intervention were required due to the reported event. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se.

Manufacturer narrative:
Follow-up received on 12-sep-2016 from investigator: device expulsion was no longer considered serious by the investigator.